Event description:
A report was made that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a reliable power outlet and wait at least 30 minutes to see if the pump would begin charging, but the follow-up was pending as the customer currently had enough charge. Technical support attempted to follow up, leaving a voicemail and sending an email, however, customer did not respond.